Manufacturer narrative:
The UDI number for this complaint is: (B)(4). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One customer photo was reviewed. The photo showed a tubing with tubing male connector. The reported event of tubing disconnected just before the luer lock hub was confirmed from the photo. The tubing was completely separated from the male connector. Indication of what appeared to be blood was visible inside the tubing and tubing connector. A follow up report will be sent if further investigation confirms any manufacturing related non-conformances.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation. The hospital discarded the unit. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A device history record review was completed and documented that device met all specifications upon distribution. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. In this case, there were no patient impact. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that while using this disposable pressure transducer, the a line extension tubing had become disconnected just before the luer lock hub leaving the patient bleeding from the a line. The luer lock end of the extension tubing was still attached to patient's radial arterial line and the rest of extension tubing set was detached. Patient stated that he had pulled on it accidentally. The unit has been discarded by the facility. There is no patient injury reported. Patient demographics are unavailable.